Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the upper jaw handle has been broken off the micropituitary. Optical inspection of the fracture revealed a brittle fracture surface. The break appears to have been caused by side force placed on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-discectomy due to spinal disorder. Intra-op, the handle of the instrument broke while it was being used. No fragment of the broken instrument remained inside the patient. There were no patient complications reported as a result of this event.